Event description:
It was reported to nova biomedical that a consumer received a result of 137 mg/dl on their blood glucose meter. The consumer immediately tested again using the same meter and test strips getting a result of 67 mg/dl. During the call the customer support, a control solution test was performed showing the test strips to fall in range. The difference in the readings was determined to be clinically significant. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.